Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was not capturing or sensing and had dislodged. The lead was programmed off and remains in patient. No patient complications have been reported as a result of this event.